Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. It was noted the system is no longer at the site.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that site registered, and obtained 1.9 metric and proceeded to navigation. However, surgeon felt inaccurate after verifying suctions. User proceeded to have the surgeon restart trace and was having difficulties initializing. User edited the 3d model and used auto refine. Prior to using auto-refine, user acknowledged that eh CT was not to protocol. After doing so, user had the surgeon re-register. Surgeon was able to initialize and obtain a 2.2. Metric. Surgeon felt accurate and proceeded with navigation. Issue was discovered intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.